Event description:
Caller alleged discrepant precision results using the inratio meter. Customer tested a pt 3 times with the following results: date (B)(6) 2011, inratio 5.3, re-test 3.5, re-test 3.9. Time between tests was 10 minutes; different fingers were used for each test.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2011, 1st inr 5.3, 2nd inr 3.5, 3rd inr 3.9, mean 4.23, sd 0.95, %cv 22.33. Since %cv is more than 20%, the test failed the criteria for precision. Add'l investigation is required. Recent test conducted on lot #257067 on 10/21/2011 met accuracy and precision criteria. Test results are as follows: donor 117 = 2.1, 2.5, 1.9 inr; donor 118 = 2.4, 2.5, 2.3 inr. At least two out three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 117 (2.05 inr) and donor 118 (2.18 inr), respectively. In-house test results have 14.10% and 4.17%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned. Retain strip testing results met precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required. This issue will be subject to tracking and trending. Corrective action not required at this time.